Event description:
It was reported that the hvb coil impedance was high. The atrial and left ventricular lead threshold were also noted to have increased. The atrial and left ventricular outputs were reprogrammed. All leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2003; 419378 lead, implanted: (B)(6) 2003. (B)(4).